Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that ongoing altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, the experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was no provided. A manual injection of insulin was administered to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.